Event description:
On 18-feb-2025, the user reported experiencing a severe hypoglycemic event on (B)(6) 2025 while using the ilet device. The user lost consciousness and awoke while being transported to the hospital by emergency medical services (ems). Ems reported that the user's blood glucose (bg) was 25 mg/dl. The user did not recall performing any unusual actions before the incident. The user received intravenous (IV) glucose from ems and was taken to the emergency room but was not admitted to the hospital. The episode lasted approximately 4 hours and 30 minutes. The user was wearing a dexcom g7 continuous glucose monitor (cgm) at the time of the event. After the event, the user resumed use of the ilet device. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.